Event description:
On 10/25/1998 at approximately 1:30 a.m. The resident was found partially in and out of bed, between the bed and 1/2 bed rail without pulse, respirations, or pupil response. The resident had a do not resusitate order in effect.